Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In this case, the cause of the valve stenosis is cannot be determined, as additional information requested to the facility (including patient medical history, recent tte reports) was not provided. It is possible that the progression of the patient¿s pre-existing disease processes and other factors not provided may have been a contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in canada, approximately 5 years post tavr with a 26mm sapien xt valve in the aortic position, the patient presented with valve stenosis and peak gradient of 63 mmhg.  The xt valve was reported to have mild regurgitation, leaflet mobility restricted, mild thickening of leaflet, and mild calcification were noted. A valve in valve procedure was performed with a 23mm sapien 3 valve with good results. The patient was discharged to critical care unit (ccu) post procedure and was in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.